Event description:
Allegedly the femoral head broke.

Manufacturer narrative:
Device #2: this investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00047.